Manufacturer narrative:
H10: a philips field service engineer (fse) was dispatched for onsite support. The investigation determined the issue was caused when the biomedical engineer (bme) inadvertently connected the computer speaker to the adjacent computer. There was no product malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that red alarms were not audibly occurring at the philips information center ix (pic ix) central station, but yellow and blue alarms were fine. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.